Manufacturer narrative:
Microsensor catheter kit (ID 826633) has been returned for evaluation. Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the testing was not possible since the catheter was torn. The complaint is confirmed. Root cause analysis- the root cause of this complaint is mishandling.

Event description:
A facility reported a microsensor catheter kit (ID 826633) was found broken. The event happened before implantation. The procedure was completed with a replacement product available. Based on information provided, no broken part fell into surgical site and all broken parts were recovered. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).